Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an operating room (or) staff called to report a system issue involving a popup error stating that monopolar was not available. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller to check the leds on the energy shield, but none were illuminated. After verifying cable connections and the breaker position, the tse instructed the caller to power cycle the system and reseat the energy shield power cable. Upon restart, the system showed no faults, the energy shield leds were blue, and the surgeon confirmed that monopolar energy was restored. Later, the or staff called back mid procedure to report that the error message had returned, indicating monopolar energy and the energy shield were not available. The caller initially stated the energy shield leds were not amber but then reported they were blinking amber. The tse recommended performing a system reboot; however, the surgeon indicated that they would wait until an appropriate stopping point in the procedure before proceeding with the reboot. At this time, it is unknown whether the procedure was completed using the original configuration. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic camera manipulator (ecm) to resolve the issue. The system was verified and ready to use. Isi has received the ecm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
The energy shield monitor (esm) was analyzed and found to system logs confirmed the monopolar energy not available error occurred in the field. Visual inspection revealed the neutral cable connector pins were pushed in. The unit functioned normally on a golden system and showed no faults after idling for two hours. The complaint was confirmed based on the field evaluation. The probable root cause in this case cannot be determined based on the failure analysis results. However, esm was replaced to resolve the customer reported issue.

Event description:
Refer to h11 for follow-up information.